Event description:
It was reported to the manufacturer that a vns patient had developed severe laryngeal narrowing due to laryngeal muscular hypertrophy requiring tracheotomy. It was reported that the patient's symptoms were gradually worse while he was using the vns device with hoarseness and obstructive sleep apnea. Cat scan of their larynx showed irregular and thickened true and false left vocal cords. It appeared like an infiltrative mass. Their vns device was disabled: (B)(6) 2010. He developed progressive laryngeal obstruction due to hypertrophy of his left vocal cords requiring tracheotomy that was performed on (B)(6) 2010. The patient did not have a history of this prior to vns implantation. His symptoms and laryngeal hypertrophy gradually resolved after stopping the vns. His voice and breathing returned to normal in a few months. Tracheotomy was removed on (B)(6) 2011.